Manufacturer narrative:
Model number/catalog number 72404155, serial number null, batch/lot number 1000385306, model/catalog description reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp) leading to the device being removed on (B)(6) 2019. A posterior surgery was performed to implant a new ipp. No information was provided about the patient's outcome.